Event description:
In 2008, a male was implanted with a gore propaten vascular graft in a common femoral artery to peroneal artery procedure in the right leg. The following day, a thrombectomy, angioplasty and a patch angioplasty with vein was performed. Two months later, the patient presented with a major graft infection that was procedure related. Eight days later, the graft was explanted due to infection. Further investigation is pending. This event is part of the prodigy clinical study.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. Results: the review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications.